Event description:
It was reported that prialt was removed from the pump as it was not working and it was refilled with ¿a very small amount¿ of laudanum 5mcg. It was not set to bolus until the following evening. Patient reached home in 20minutes and upon arrival patient immediately stopped breathing and heart stopped. The emt¿s administered an antidote. ¿heart stopped several more times in the ER and in the ambulance.¿ patient spent several days hospitalized in intensive care. Per reporter this drug was not supposed to be event administered until the next day and the doctor was told to use caution infilling the pump with the medication. ¿he had no way of knowing what effect it might have on the patient. He was told prior to this that patient was very sensitive to opioids.¿ per reporter, this change in medication should have been performed in a hospital setting where monitoring could be done. It was stated that per the doctor he did nothing wrong and the pump did not malfunction; per reporter patient literally died 20minutes after the medication change and this needs to be corrected so that this will not happen to anyone else. The pump was to help patient with their back pain, but it did not work for the patient and ¿almost killed me.¿ it was added that because it no longer seemed to work and the extreme cost of prialt, the doctor with the guidance from the manufacturer, decided to use a very small amount of laudanum and to increase it slowly. Before it was set to be delivered by the pump, patient got a dose strong enough to stop the heart. It was stated that the event abated changed after use stopped or dose reduced. Please see the attached maude report # (B)(4). Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).